Manufacturer narrative:
(B)(4). Evaluation summary: the transfer set was returned for evaluation with its pouch seal open; therefore, it could not be determined whether the pouch was sealed properly prior to being opened. Microscopic inspection found evidence of seal transfer. The actual transfer set was then evaluated. Underwater pressure (leak), clear passage, and clamp function testing were performed with no issues noted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pouch of a minicap transfer set was not sealed properly. The defect was identified upon opening the carton of transfer sets. There was no patient involvement as the issue occurred before use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The minicap transfer set has been returned for evaluation. Device evaluation is anticipated but has not yet begun. A batch review for the associated lot number will be performed. Upon completion of the investigation or if additional information becomes available, a supplemental report will be submitted.